Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-14. H6: investigation summary four used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. 40 unused samples model 2202-0007 were returned with the used samples for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the used tubing sets and massaged out. No other defects or abnormalities were observed. The unused sets was attached to a bag filled with blue dye water and allowed to prime. The samples primed as expected. All sets were then were then attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The unused samples primed as expected. The used samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model 2202-0007 lot number 20105848 was performed. The search showed that a total of 7683 units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 4 as lvp 20d 1.2m had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that the infusion set are not priming appropriately and clogging/stating occlusion on the IV pumps. Verbatim: infusion sets are not priming appropriately, they are clogging/ stating occlusion on the IV pumps. Happening with multiple sets, verified that nursing is following correct priming procedure."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 as lvp 20d 1.2m had flow issues and were clogged during use. The following was reported by the initial reporter: it was reported that the infusion set are not priming appropriately and clogging/stating occlusion on the IV pumps. Verbatim: infusion sets are not priming appropriately, they are clogging/ stating occlusion on the IV pumps. Happening with multiple sets, verified that nursing is following correct priming procedure.